Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during meniscus repair procedure on (B)(6) 2021, it was observed that the meniscal deployment gun device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. Another device was used to complete the surgery. The complaint device was received and evaluated; a photo was provided by the customer; it only shows the device on an external perspective which is not enough for a conclusion. By reviewing the physical device, it has no external anomalies, however, when reviewing the pusher shaft, it could be observed that it is bent at the distal tip, also the tip shows a small amount of biological matter. A new needle was attached to the device to perform the functional test. When trying to deploy the first implant, it was not possible due to the bent tip of the pusher shaft. A manufacturing record evaluation was performed for the finished device 6l54819 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, and the functional test results, this complaint can be confirmed. The root cause for the reported condition can be attributed to the bent tip of the device, when deploying the first implant, the pusher shaft tip stays out of the needle, a downwards movement of the operator while pulling out the needle can contribute to the bent condition of the tip. As per IFU 109282, directions are provided for proper insertion at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.